Event description:
The customer reported that the system c-arm would not power up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an over the phone investigation. The service rep instructed the customer to reset the circuit breaker. The customer reported that the system was working as intended and put back in service.